Manufacturer narrative:
The meter has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that there was an occurrence of a meter error 1 (sub-code 2) while the user was using the ez manager feature; additionally, it was reported that the meter error 1 could not be cleared. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/21/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/27/2015 with the following findings:an error 1 occurred immediately after the meter was powered on: the reported issue was duplicated. The reported issue was caused by meter data corruption.